Event description:
The pt called lfs and alleged the one touch basic enhanced meter was giving the message not ok. Customer does not report any symptoms of high or low blood sugar at the time of the occurrence. The pt did not receive any medical attention for this issue. The customer care rep performed troubleshooting and the issue was not resolved. Based on the info obtained from the pt there is indication that the product malfunctioned. The meter was replaced and return is expected. Control solution was also sent to the pt.